Event description:
Pt with no prior treatment with synvisc, who experience knee pain, swelling and effusion. The pt began a treatment with synvisc on an unknown date. The pt received an unknown number of injections into unknown knee on unknown dates. Approx 4 days after receiving the first synvisc injection, the pt experienced pain and swelling in the knee. On an unknown date, the physician removed approx 40 cc of fluid from the knee and injected the knee with a "steroid" for a treatment. At the time of this report, the pt's outcome was unknown.